Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The facility reported that this device failed to delivery therapy when the patient was having a vt episode and the device failed to pace with loss of capture reported. The device was explanted on (B)(6) 2021. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The facility reported that this device failed to delivery therapy when the patient was having a vt episode and the device failed to pace with loss of capture reported. The device was explanted on (B)(6) 2021. Upon receipt, the ICD was visually inspected. The inspection revealed signs of an electrical arc-over on the ICD house as well as on the ICD antenna inside the header. This indicates shock delivery into an external short circuit between ICD case and antenna. Subsequently, the ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated, and the therapy functionality was not available. The ICD was opened, and the inspection of the inner assembly revealed a damaged electronic module due to an external short circuit. In particular, the fuse separating the battery from the electronic module was blown. These damages led to the clinical observation. The header of the ICD was inspected in detail. The root cause of the external short circuit could be tracked down to a misaligned placement of the antenna during assembly. Despite multiple inspection steps, this misalignment was not identified during production. As a result of this event, processes have been reviewed and relevant staff has been retrained. In accordance to biotroniks post-market surveillance system this event represents a singular event. Up to date biotronik is not aware of any other similar event worldwide. We apologize for any inconvenience that this event might have caused.

Event description:
This device was explanted due to unable to interrogate. No adverse patient events were reported. Should additional information become available, this file will be updated.